Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 176 mg/dl at the time of the call. The customer was given food and sugar to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had complained that they had gotten too much insulin. The customer got 30 units from the pump and had similar issues with previous pumps. Troubleshooting was completed but did not resolve the issue. The customer was treated at the school nurse's office. The insulin pump will be returned for analysis.